Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on september 27, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) regional hospital in (B)(6). The complaint alleges that the filter is tilted and has caused perforation. The complaint specifically alleges that several struts of the filter perforate the wall of the inferior vena cava. The top of the ivc filter protrudes into the left renal vein. A posterior tip abuts the anterior margin of the l3-l4 disc. An anterior strut extends through the wall near the posterior wall of the duodenum. A right strut protrudes slightly from the ivc wall near the gonadal vein. Argon¿s attorneys are attempting to gather additional information.